Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion during the implant of a leadless implantable pulse generator (ipg). The perforation occurred when the physician experienced difficulty crossing the tricuspid valve. It was noted that the deflection of the delivery system appeared damaged, and the catheter found kinked. The patient was then transferred to the operating room and an open heart procedure performed to stabilize the patient. A paracentesis was done to drain the effusion. The ipg was never deployed or implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.